Event description:
The customer reported that there was a motion error that said "no interal travel motor is disabled". No pt injury was reported.

Manufacturer narrative:
The ge service rep instructed the customer to turn the system off from breakers and let it set for 10 seconds. After re-booting the customer said the problem was gone and the system works fine.